Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a mica surgery the screwdriver broke while inserting the screw. The broken off pieces have been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8741-40 serial/batch number (B)(6) was received for investigation. Visual inspection noted that the tip of the device is broken. No fragments were returned for investigation. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is user-applied excessive force during the tightening process. The complaint allegation is confirmed.